Manufacturer narrative:
Doctor alleged that patient experienced debonding of restorations that had been placed with vertise flow. The number of affected patients was not provided and the doctor was unwilling to give further details regarding the incidents or the technique he used. Returned product as well as a retain sample was evaluated for adhesive strength and it was determined that the product met specifications. A review of the manufacturing records indicated that the product met specifications upon release. A review of complaint database trending indicated there were no similar complaints received for this lot. These investigation results indicated that this incident was not the result of product failure.

Manufacturer narrative:
Doctor alleged that patient experienced debonding of restorations that had been placed with vertise flow. The number of affected patients was not provided and the doctor was unwilling to give further details regarding the incidents or the technique he used. A retain sample was evaluated for adhesive strength and met specifications. A review of the manufacturing records indicated that the product met specifications upon release. A review of the complaint database trending indicated there were no similar complaints received for this lot. These investigation results indicated that this incident was not the result of product failure.

Event description:
On (B)(6) 2011, a doctor alleged that a restoration done with vertise flow debonded.